Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, it is likely that there was a defect of the image sensor unit or failure of internal board of the video connector causing the event. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
Date of event/event: additional information was requested from the reporter. No additional information was available. The device was evaluated, and the reported issue was confirmed. The color tone of the image was abnormal. The light guide bundle was broken due to external factors. The bending angle was insufficient due to the elongation of the angle wire. The bending section cover adhesive part was missing. The operating part angle fixing part was loose. Water tightness was not maintained due to holes in the universal cord caused by external factors. Scratches were found in multiple locations on the device. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The distributor reported on behalf of the customer, the endoeye flex deflectable videoscope presented a purple image. No patient injury or procedure impact reported.